Manufacturer narrative:
The info on device catalog number and lot number was not provided to the manufacturer. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. There is no indication from the info received that the dynesys devices were a causal or contributory factor in the revision surgery event. Should additional info or explanted devices become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.

Event description:
It is reported that the devices were removed from the pt following lower back pain and lower extremity pain. A spinal rod system was placed. Devices were used at the l4-s1 level and it is reported that fusion had occurred.